Event description:
I'm a type 1 diabetic using a paradigm 522 pump from minimed, which itself works fine. But a few mos ago I switched from their silhouette insertion devices to their quickset ones - the silhouettes were giving me problems with insulin absorption. Since then there have been at least 10 different times when the quickset's cannula has bent at my skin, which means that insulin doesn't get into my body-resulting in high blood sugars until I realize the error and change the set-which is quite costly-but most importantly, means that I have unusually high blood sugars for extended periods of time, which is something I usually don't do. One of the main problems is that, unlike the silhouette, with the quickset you can't see where the cannula goes into your body unless you pull it out. I called minimed to ask if they'd heard of this problem and they said they hadn't-and sent me some replacement sets-but then tonight, since I'm currently on my 4th set of the day and am still having problems, I did a google search and came up with this: http://www.FDA.gov/medwatch/safety/2004/paradigm.htm-it's a 2004 recall of a different type of quickset insertion sets that apparently caused the same problems that I'm experiencing. I thought I'd register a complaint in case others are suffering from the same problems. I haven't had to go to the hosp as a result of this malfunction, but it's certainly a possibility. In the meantime, this is definitely having an adverse effect on my health in the form of high blood sugars for unusually extended periods of time-not to mention causing me to waste-very expensive-insertion sets and blood sugar test strips every time the sets don't insert properly. Also, for the record, the first time I mentioned this to minimed they suggested I use an automatic insertion device -1 that shoots it into your body with a spring-which gave me slightly better results, but I'm still having the same problem. I'm not asking for a recall of a particular batch of sets; I'm asking that they redesign this product so that you can see where the cannula goes into your body, and therefore are able to confirm that you are actually getting the insulin that you supposedly are taking.